Manufacturer narrative:
Product ID 8709, lot# j10836r11, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced pocket erosion, tissue breakdown, and the pump was moving. It was noted diagnostic testing or troubleshooting was not performed and was not required. The patient tried an abdominal binder, but it still eroded. It was noted, the plan was to replace it later on the date of this report and move the pocket to the other side of the abdomen. It was also indicated, the device was explanted and will be replaced in the future, but the date of the explant was not reported. It was unclear if a new pump was implanted. The patient's status at the time of this report was ¿alive- no injury.¿ it was also reported, the patient experienced underdose and withdrawal symptoms after the device was explanted. The pump was being used to deliver baclofen. It was further reported, it was not a mechanical issue and the patient had a pocket erosion and was explanted. The pump and catheter were replaced and the patient was ¿doing well.¿